Event description:
The following information was reported to kci by the nurse: on (B)(6) 2011, v.a.c. Therapy was initiated. On (B)(6) 2011, v.a.c. Therapy was placed on hold due to a wound infection of the patient's left lateral foot wound. Additional information received on (B)(6) 2011, the nurse reported that on (B)(6) 2011, the patient had a wound culture that was positive for infection. On (B)(6) 2011, the patient was placed on oral antibiotics. On (B)(6) 2011, the patient's wound was sharp debrided and the patient resumed v.a.c. Therapy. On (B)(6) 2011, the wound was progressing well.

Manufacturer narrative:
On (B)(4) 2011, the device was tested per quality control (qc) procedures and the unit passed qc checks and met specifications. On (B)(4) 2012, the device was returned to kci and evaluated. Inspection, testing and evaluation of the device did not reveal any evidence of an operational malfunction or defect with the device. The device functioned as intended. Device labeling, available in print and online, states: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge, or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs of complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/orthostatic hypotension, or erythroderma. If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.